Event description:
Pt reported when attempting to connect to the liberty cycler, the entire blue end of the catheter extension set fell off. Pt called pd nurse and since the event occurred during the night, the pd nurse instructed the pt to go to the emergency room and call unit in the am. The pt presented to the emergency room where the pt's extension set was changed and the pt was sent home. The following day the pt was seen at his pd clinic and he was placed on prophylactic ip antibiotics. There have been no further problems reported. The sample is not available for evaluation as it was discarded at the hospital.

Manufacturer narrative:
(B)(4)